Event description:
An adhesive issue with an adc device was reported. The sensor detached prematurely on the 2nd day of wear and as a result, customer reported experiencing a loss of consciousness and required unspecified third-party intervention by wife. However, no further information could be obtained from the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.